Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the image bundle had broken fibers. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the device defect that caused/contributed to the adverse event may be attributed to improper handling, application of excessive force, and/or impact to the device like fall, shock or a similar stress. This supplemental report includes an update from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the middle of a therapeutic transurethral resection of prostate tumor (turpt) procedure the monitor blacked out and the surgeon lost visualization, and the procedure needed to be stopped and could not be completed after inspecting the scope, a break at the neck of the scope was noted where the light was escaping. The patient was under anesthesia and the case had been started the scope broke mid case and the procedure could not be finished causing the case to be aborted. Follow up indicated that the patient was under general anesthesia at the time of cancellation. The procedure was for elective cancer case, for a possible residual tumor which was supposed to be determined at the next cystoscopy and pathological findings and the diagnosis are pending at this time (that got cancelled). The procedure has not been rescheduled yet. The cancellation affected the diagnostic or therapeutic outcome of the procedure and adverse impact to the patient.